Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported issues with their recharger. Initially, the recharger was unable to locate the device. Once the device was detected, the relay box and the rubber area near the paddle was getting hot. When asked about the event date, patient stated that the issue began on sunday, maybe. Agent sent a request to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.